Event description:
Philips failed to consider the safety aspect of the design to protect their customers. It does not matter how much attention I pay during brushing my teeth. It always ends up striking one of my teeth by the vibrated rigid nick of the toothbrush. It was fine till the day I cracked one of my moral teeth due to the strong strike of the brush neck.